Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarm failed battery and had a blank display. The customer¿s blood glucose level was 158 mg/dl at the time of the incident, and on other day the blood glucose was 255 mg/dl . The customer was assisted with troubleshooting it did not resolved the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed the operating currents measurement, self test, error test and displacement test. No unexpected failed battery test alarm noted. Pump was monitored for several days and no blank display anomaly noted. No damage found on lcd isolation tape noted. Pump had cracked case at display window corners, reservoir tube lip, belt clip slot, minor scratched and cracked display window, and corroded battery tube.